Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13255. It was reported that the patient presented in-clinic for follow up. Device interrogation revealed that inappropriate high voltage therapy was delivered by implantable cardioverter defibrillator. This episode was likely caused by electromagnetic interference. There was also a recorded episode of non- sustained right ventricular over-sensing exhibited by the right ventricular lead. All other electrical measurements were stable. As this was an isolated incident and externally caused, no intervention was performed. The patient was stable.